Manufacturer narrative:
Complaint conclusion:  as reported, two brite tip sheath introducers (7f 11 cm str) were used with exoseals. However, they could not be inserted and the tips were frayed. The products were stored, handled, inspected and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The products were replaced with new sheath introducers. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.  The products were clinically used and they will not be returned for analysis. A review of the manufacturing documentation associated with lot 17625086 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, two si brite tip sheaths (7f 11 cm str) were used with exoseals. However, they could not be inserted and the tips were frayed. The products were stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. The products were replaced with new sheath introducers. The procedure finished successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.